Manufacturer narrative:
A ge svc rep performed an onsite investigation. A system reset was performed. The system was then found to be operating as intended.

Event description:
The customer reported that the sys would not start up (boot up). There is no report of pt injury associated with this event.